Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer resumed insulin, however ever the occlusion alarm recurred and ultimately changed supplies and resumed insulin therapy.